Manufacturer narrative:
The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. The target lesion was located in the right coronary artery. A 3.50 x 24 mm ion stent failed to cross the target lesion. The physician then ballooned a quantum apex balloon catheter to an unknown atm in the target lesion. Post dilation a dissection was noted. The dissection was treated with dilation using another bsc balloon catheter and stent placement of a 3.0 x 16 mm ion stent. No further patient complications were reported and the patient's status is stable.